Manufacturer narrative:
Batch review performed on 03 january 2019: lot 177614: (B)(4) items manufactured and released on 14 march 2018. Expiration date: 2023-03-05. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact flat pe hc liner ø36/e reference 01.32.3644hct (k103721) lot 177540: (B)(4) items manufactured and released on 14 march 2018. Expiration date: 2023-03-01. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event amistem h ha coated std stem size 6 reference 01.18.136 lot 170023: (B)(4) items manufactured and released on 16 june 2017. Expiration date: 2022-06-01. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 36 size s - 4 reference 01.29.208 (k112115) lot 177699: (B)(4) items manufactured and released on 21 march 2018. Expiration date: 2023-03-11. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in (6 months after primary surgery) due to signs of infection and the pathogen is unknown. The surgeon explanted the cup, head, liner and stem and implanted an antibiotic spacer. The surgery was performed successfully.